Event description:
The pt felt light headed and checked their blood glucose on the suspected device. They obtained a result of 124mg/dl and drank five ounces of orange juice. They read the newspaper and then woke up and paramedics were there. Emt's checked their glucose and the level was 20mg/dl. They were treated with a glucose IV. They were taken to the hosp and also given an EKG. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.